Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient was reported to be (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used after femoral artery interventional surgery, to perform femoral artery hemostasis. The sponge release was not complete, and there was still bleeding after the operation. They changed to manual pressure to stop the bleeding, and the operation was completed. Blood loss was less than 250cc. It was a right femoral artery puncture. There was ecchymosis. The patient was reported to be unstable and was discharged. There was no harm to patient. Additional information was received on may 8, 2019. The patient was reported to be stabilized prior to discharge. A pre-deployment angiogram was performed.

Event description:
Sheath size used was a 6fr.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. "Sheath size used was 6fr" was inadvertently not provided in the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.